Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter and there was a fold in the plastic that made a sharp corner. It was reported that the octaray mapping catheter was kinked out of the box and the catheter would not irrigate. When the catheter was replaced, the procedure continued. There was no patient consequence. The customer's reported kink and irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a bent mark in the middle shaft section. No internal parts were exposed. An irrigation test was performed, and no occlusion was observed during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The bent failure could be related to the sharp corner condition reported by the customer; therefore, the customer was confirmed. The potential cause of the bent mark could be related to the manipulation of the device before the procedure or during the shipping; however, this cannot be conclusively determined. The occlusion issue could not be confirmed. The catheter instructions for use (IFU) contain the following recommendations: inspect the sterile packaging and catheter prior to use. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent/fold reported by the customer. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported occluded irrigation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter and there was a fold in the plastic that made a sharp corner. It was reported that the octaray mapping catheter was kinked out of the box and the catheter would not irrigate. When the catheter was replaced, the procedure continued. There was no patient consequence. The customer's reported kink and irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, additional information was received which indicates there was a fold in the plastic that made a sharp corner. The damage did not result in exposed wires. The catheter was not yet inserted into the sheath because the staffs workflow is to check for irrigation before insertion and there was no irrigation flow. Based on the information received, the event has been reassigned as MDR reportable for sharp damage in the plastic.

Manufacturer narrative:
On 20-aug-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).